Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 22 fractured. Construction was a removable telescoping prosthesis. Patient suffered from periimplantits following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.